Event description:
The complainant reported a patient noted with post cardiotomy cardiogenic shock (pccs)/low cardiac output syndrome(lccs) was implanted with an impella cp device for mechanical circulatory support. While on support, patient had heparin induced thrombocytopenia (hit). Heparin was removed from the purge solution and solidum bicarbonate was added. Patient survived the procedure, and condition was stable post procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.